Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/28/2019. This event was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that the replacement of the power switch overlay resolved this event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Event description:
The customer reported a ventilator in which the accept button did not work. There was no patient involvement / harm.